Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient was experiencing abdominal pain and peg tube being "pulled in", treated with laxatives with no improvement. Endoscopy performed on unknown date diagnosed the peg tube migrated beyond the pylorus and an ulcer in the vicinity of the device. CT scan performed on a later date visualized a perforation of the peg tube, from the stomach to the intestine. The device has been removed and replaced.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of e2402 was chosen to capture the event of a perforation. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer and perforation are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.